Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient ((B)(6)) underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that before a ventricular tachycardia case, a small pericardial effusion was noticed. The pericardial effusion was confirmed by intracardiac echocardiography (ice). There were no visible signs on the patient and no issues reported during the procedure. At the end of the procedure, they used ice to confirm the pericardial effusion had not become bigger or caused any issues. Post-procedure, the patient¿s blood pressure dropped suddenly so they used an ultrasound probe to do a surface ultrasound and confirmed that the pericardial effusion had become an issue and medical intervention needed to be provided. A pericardiocentesis was performed and 1 liter of fluid was removed. The patient was reported to be in stable condition. The physician did not know what caused the pericardial effusion to worsen, since they checked to make sure before and after the procedure, that the small pericardial effusion they found had not become an issue. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was patient condition related. The patient fully recovered with no residual effects. The patient required extended hospitalization because of the adverse event as the patient had a drain put in and was under observation overnight. Other relevant patient history includes: cancer and previous typical flutter ablation procedure. A smartablate generator was used. A transseptal puncture was not performed. Prior to noting the pericardial effusion, ablation was performed. There was no evidence of a steam pop. It is unknown when the event occurred. Effusion was the same at the beginning and end of the case. An irrigated catheter was used in the event, normal settings, 8/15 were used. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Graph, dashboard, and visitag force visualization features were used. The visitag module was used, the parameters for stability used were 2 mm for 5 seconds, 25% of 5g, 2 mm tag size. Respiratory adjustment filter was used with the visitag. Impedance drop color option was used prospectively. Additional information was received on 25-feb-2022. It was confirmed that there was a pericardial effusion noted at baseline.